Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. She drank water and administered 11 units of insulin from pump to address the bg level. Reportedly, the customer cleaned the speaker holes and cleared the alarm.(no obstruction was observed on the vents, but customer cleaned them anyway and the issue resolved)

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.